Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the 911 was called due to low blood glucose. Customer's blood glucose was unknown. Customer was wearing the device at time of hospitalization. Customer treated with food then blood glucose went up to over 400 mg/dl. Customer declined to complete troubleshooting. Customer will not be returning the device for analysis.